Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds secondary to dislodgement several days post-implant. A revision procedure was performed wherein the physician attempted to reposition the lead but was unsuccessful due to patient anatomy. The lead was extracted and another lead attempted with the same result. The physician opted to abandon reimplant of the patient's lv and plugged the lv port of their device. No additional adverse patient effects were reported. This lead is no longer in service and is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.